Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a pocket revision done the day of the report and they implanted a new stimulator because their previous one moved when they lost a lot of weight. No further complications were reported or anticipated.